Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone #: (B)(6).

Event description:
It was reported to philips that the heartstart xl defibrillators battery is exhausted. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the device issued a battery error. The rse evaluated the device remotely. It was determined that the device indicated a battery error due to a defective battery (battery was exhausted). The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end-of-life terms and the device remains at the customer site. Based on the information available and the testing conducted, the reported problem was determined to be due to a defective battery. The root cause of which could not be determined. The reported problem is confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device is end of life and replacement parts are no longer available for repair. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.